Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during implant, stylet got stuck in the right ventricular lead. A new lead was used. The patient was stable.